Event description:
Info received indicates the head section is above 30 degrees and none of the bed functions are working.

Manufacturer narrative:
The tech isolated the issue to the lockout box. He replaced the lockout box to repair the bed.